Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient's pocket site was not healing well and the patient's skin had eroded at the wound site. The device was explanted and the site was rinsed with antibiotic solution. There was no other report of complication.